Event description:
It was reported that the pump had a sensor error. No patient injury was reported.

Manufacturer narrative:
This remediation MDR was generated under protocol b10009704, as a result of warning letter cms#: 617147. A manufacturing device history record (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture or repair of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual inspection and functional test(s) were performed. The top case was cracked on the right front bottom corner. Event history log (ehl) showed: force sensor test. The reported problem was confirmed at power up process and the device failed force sensor reading. Force sensor was out of calibration as a result of normal wear, no fault found. Action (s) taken to mitigate the reported issue(s): re-assembled and realigned main pc board, performed power up and occlusion, and all functional testing passed.